Event description:
It was reported that an ilet user experienced beeping alerts for low insulin and expired infusion set, removed the pump for charging, and then encountered a blank screen until the device was placed back on the charger and unlocked; the user had also connected and filled infusion components outside of the pump without performing a rewind or supply change on the device, which led to persistent ¿insulin out¿ and ¿infusion set expired¿ alerts and inability to insert the cartridge. Symptoms included hyperglycemia with a reported highest blood glucose of 401 mg/dl and a concurrent fingerstick of 244 mg/dl, with the user reporting feeling fine. Outcomes included continued insulin delivery after guided troubleshooting and completion of a full supply change, with assignment to additional training. Investigation included telephone troubleshooting and user education covering device restart, rewind, tubing fill, cannula fill, and proper supply change workflow. Investigation of this case revealed user error related to shutting down the pump and performing an incorrect supply change procedure, including failing to rewind and attempting to seat a cartridge connected outside the pump, which resulted in system alerts and interruption of intended therapy. It was concluded, based on previously established findings for similar reports, that the cause was user not following instructions and use error. This report is being submitted for not reverting to alternative therapy once ilet shuts off. A separate report will be submitted for the infusion set and connector being attached incorrectly.